Event description:
Memory full with low battery prompt memory erased but low battery prompt still present with pad-pak expiry 2023.there was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 2nd january 2014. Upon device receipt at heartsine the returned pad-pak was found to be depleted. The user would have been alerted with a ¿warning low battery device service required¿ prompt, a flashing red status led. The investigation revealed the failure of mosfet q31, which is a critical component on the on/off switching circuitry. The failure had caused the component to remain constantly switched on, therefore the +18v line was constantly powered with a pad-pak installed. This had resulted in the device switching on automatically upon subsequently powering up after each shutdown attempt. This led to multiple 10-minute timeouts in the history log and the premature depletion of the returned pad-pak. Furthermore, the multiple 10-minute power ons would have filled the device memory on the (B)(6) 2020, the user would have been alerted with ¿warning memory full¿ prompts. After replacing q31, the device was temperature cycled at 50°c for 48 hours while performing a self-test every 20 minutes. The unit did not switch on or display any faults during this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 350p.

Event description:
Memory full with low battery prompt memory erased but low battery prompt still present with pad-pak expiry 2023. There was no patient involved in this event.